Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported substituting a supply bag which was unable to flow for a new bag and then continued therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check supply line alarm, a technical service representative (tsr) discovered the home patient (hp) substituted out a supply bag which was not flowing for a new bag. The power was then cycled and the alarm cleared. The hp proceeded to continue with therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.